Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant procedure the left ventricular (lv) lead exhibited elevated thresholds. An x-ray was taken and confirmed lead dislodgement. The lead was repositioned in the distal region of another branch and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.